Event description:
Patient's port-a-cath was crusted and outside her chest.

Manufacturer narrative:
The device involved in the incident was not returned for eval. A review of the mfg records indicated that all devices specifications and quality requirements were satisfied. A potential complication of implanted ports, identified in the instructions for use, is the erosion of skin with extrusion of the port body. Causes of skin erosion include but are not limited to: repeated access to the port in the same location causing the skin to focally erode, the loss of viable tissue over the implantation site (i.e. From substantial weight loss), ports that are placed just under the skin surface in active pts are vulnerable to repetitive movement that may cause the overlying skin to erode, poor wound healing of the port insertion site. Based on historic data this is not a systemic issue and is considered an isolated incident.